Event description:
Information received by medtronic indicated that the insulin pump was beeping and there was an ink blotch on the screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for keeps on beeping and there is an ink blotch on the screen of the insulin pump display found on (B)(6) 2022. Insulin pump received with a constant blank flashing white light on the display and constantly beeping. Unable to verify missing segments and perform the displacement test, sleep current test, active current test and self test due to constant blank flashing white light on the display and constantly beeping. Unable to download history files and traces using thump due to blank display. Insulin pump was cut open to perform visual inspection and found cracked liquid crystal display controller and cracked liquid crystal display glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: bleeding liquid crystal display glass and pillowing keypad overlay. Insulin pump received with constant blank flashing white light on the display and constantly beeping were confirmed during analysis due to cracked liquid crystal display controller. Missing segments/ partial display was not confirmed due to constant blank flashing white light on the display and constantly beeping. Cosmetic damage confirmed on the liquid crystal display glass and bleeding liquid crystal display glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.